Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a bacterial infection and a spot on the throat. The patient did receive medical intervention in which prescribed medication was given. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h6 health effect - clinical code,component code, investigation findings and conclusion additional codes were missed to capture in previous MDR, now it is corrected/ updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging bacterial infection and a spot on the throat related to a CPAP device's sound abatement foam.the patient did receive medical intervention in which prescribed medication was given. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally /internally and observed unknown dust/dirt contamination inconsistent with degraded sound abatement foam observed throughout device enclosure and airpath suggesting a source external to the device. The manufacturer found sound abatement foam degradation and breakdown was visibly observed in the base unit and throughout the blower box and where the blower rests in the blower box,a black substances was located on the blower. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and they confirmed the presence of contamination in the airpath and confirmed sound abatement foam degradation.